Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with broken battery tube threads. Insulin pump received with minor scratches on lcd window, missing end cap sticker and cracked case at reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error and the display had damage. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.